Manufacturer narrative:
(B)(4).

Event description:
The dentist reported a fractured screw and was able to retrieve the broken piece. The dentist had to cut off restoration to gain access to fractured screw.

Manufacturer narrative:
The abutment was returned. The abutment was severely damaged. A piece of a fractured screw remained assembled into the abutment. The threaded portion of the screw was missing and the screw hex was stripped. Based on product evaluation, the complaint is confirmed. The device history record review did not provide any indication that a manufacturing deviation contributed to the event reported. A definitive root cause has not been determined.